Event description:
It was reported that the patient¿s father brought the implantable cardioverter defibrillator (ICD) with severed leads to the physician and reported his son had died. Cause of death was not reported. It was reported that the right atrial (ra) lead and right ventricular (rv) lead were possible fractured as the leads were returned cut. Device interrogation revealed an episode approximately 4 days prior to death did not reveal any issues with the ICD system. A lead integrity alert was issued and short interval counts were noted, likely following patient death. Lead trend showed normal atrial and ventricular lead pacing impedance until the time of patient death. There were no episodes stored in device memory on or around the time of patient death. No further information regarding the circumstances of patient's death is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Remedial action information was inadvertently left off of the initial medwatch report. (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d394drg implantable cardioverter defibrillator (ICD), implanted: unknown; 5076-52 implantable pacing lead, implanted: unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.